Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an abnormal image. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customers.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurred, indistinct or noisy image, error code - e218, the light guide fibers glass at the distal end is slightly chipped and malfunction of the universal cord. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the distal end cover glass and the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.